Event description:
A surgeon reported during a poster presentation that this product remained in the patient's eye following surgery in four out of 51 patients treated at this hospital since 2004. Two of these patients were closely monitored and the other two patients were treated with a secondary surgical procedure. There are no patient or procedure details associated with this report. Additional information has been requested. There are two medical device reports being filed; this report is for the two patients who did not require medical intervention.

Manufacturer narrative:
The device was not returned for evaluation. The reporter did not provide a lot number or any identification traceable to the manufacturing process. Device history records could not be reviewed. The package insert states, "perfluoron (purified perfluoro-n-octane liquid) must be completely removed at the conclusion of the procedure." Additional information has been requested. (B) (4). (B) (4). (B) (4).